Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:the device was returned in two sections due to a hypotube break 239mm distal to the manifold strain relief. The hypotube was furthermore kinked at various locations with one kink 16mm distal to the break site. A visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on additional information received on (B)(4) 2014. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease. Vascular access was obtained via left unspecified vessel. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50x32mm promus element stent was advanced to treat the lesion; however, resistance was encountered and the device was unable to cross the lesion. The event was resolved and no patient complications were reported. However, returned device analysis revealed a shaft break.